Manufacturer narrative:
Continuation: product ID 309328 lot# 0205157334 serial# implanted: 2011 (B)(6) explanted: 2015 (B)(6) product type lead product ID 309328 lot# 0209353538 serial# implanted: 2015-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had an excellent response from their device for their symptoms of faecal incontinence. The patient contacted the healthcare professional (hcp) last year as they were unable to feel any sensation. When they checked the settings, the only electrodes less than 4000 were case and 3. Therefore, they changed their settings to use those electrodes. They continued to have good symptom control from their setting. The battery was checked twice and longevity different both times. It is now at end of service and they were on a list for replacement. No further complication were reported/anticipated.

Manufacturer narrative:
Concomitant product(s): product ID: 309328, lot# 0205157334, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 309328, lot# 0209353538, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), ubd: 18-apr-2015, UDI#: (B)(4); product ID: 309328, serial/lot #: (B)(4), ubd: 13-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported a power on reset (por). It was reported to be the second por, however the patient felt a sharp shock. Some feeling like burning and pain in the right side where the tined lead was located. Tingles in the hands and feet was reported. It was reported that the patient was in bed at the time and by the time they had gone downstairs to locate their controller, the device had switched off or gone to the "stethoscope" symbol. There was no falls and the patient reported nothing different. Troubleshooting included the patient being seen in the clinic to interrogate the device per guidance. They could not communicate with the implantable pulse generator (ipg) and assumed that the ipg was at end of service (eos). It was reported that the products were implanted but out of service and the ipg would be replaced. There was also a lead connection issue to the ipg. The original tined lead was replaced due to impedance issues. The reason was not confirmed at the time. Therapy continued successfully with the new tined lead which was placed on the opposite side of the ipg. A surgical intervention occurred. Relevant medical history includes kidney stones and psoriasis. Additional information received reported that interrogation could not be done because the device was completely dead. There was a report of a second power on reset (por) in several months and the implantable neurostimulator (ins) was not able to be interrogated. No further complications were reported